Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The healthcare professional from a clinical study reported that there was an infection at the implant site. The patient experienced pain, swelling and redness at the implant site. Diagnostics included examination and surgical observation. The patient had required in-patient hospitalization, unscheduled clinic or office visit along with an explant on (B)(6) 2013. Surgical intervention also included incision and drainage of the infected battery pocket. The outcome was resolved without sequelae. The patient's indication for use was non-malignant pain and lumbar radiculopathy.